Event description:
Dealer is stating that the where the grab bar and the chain assembly attach to the rod it broke off, but we do not sell the parts individually. Dealer hung up before transferring to cscs team.